Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery involving tomofix devices, the surgeon attempted to apply torque to the screw but the screwdriver continued to turn in the screw head. The surgeon completed the surgery using the same screwdriver without the torque limiting feature. There was no surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The tip of the screwdriver is damaged. A device history record review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. The dimensions and functions related to the claimed failure were measured and found to fulfill specifications. Also, the hardness was tested with the result that it meets specifications. Additionally, the material was checked with the result that the correct material was processed. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the received instrument is damaged on the hexagon tip, as mentioned in the complaint description, along with some visible damage on the handle. The dimensions and function related to the claimed failure were measured: the wrench size sw3.5 f8 of the limit ring gauge was tested and is true to size. However, the edges of the tip are strongly rounded with signs of wear and use. Also, the hardness was tested with the result that it meets the specifications. Without specific information from the reporter, the exact root cause cannot be defined. However, based on the investigation, it is likely that wear and tear from frequent use over the years led to the damage and/or an intra-operative application error took place. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.